Event description:
It was reported that the tip of the device was frayed. A rotawire floppy was selected for use. During the procedure, when the device was removed from the guide catheter and hemostatic valve. It was found out that the wire was damaged and resembled a "birds nest." There were no patient complications reported.

Event description:
It was reported that the tip of the device was frayed. A rotawire floppy was selected for use. During the procedure, when the device was removed from the guide catheter and hemostatic valve. It was found out that the wire was damaged and resembled a "birds nest." There were no patient complications reported. It was further reported that the device was bent at multiple points in multiple directions. No breakage or fracture was noted on the device and there is no issue noted on the coating. Patient's condition was good.

Manufacturer narrative:
This supplemental correction report is being filed to correct the report number in a previously submitted supplemental report (follow-up number 001) which was accepted by FDA on 12/18/2018 01:46 pm CT. The report number is being corrected from: 2134265-2018-64465 to: 2134265-2018-62838.

Event description:
It was reported that the tip of the device was frayed. A rotawire floppy was selected for use. During the procedure, when the device was removed from the guide catheter and hemostatic valve. It was found out that the wire was damaged and resembled a "birds nest." There were no patient complications reported. It was further reported that the device was bent at multiple points in multiple directions. No breakage or fracture was noted on the device and there is no issue noted on the coating. Patient's condition was good. The device was returned for analysis. The unit returned has spring tip damaged as part of overall visual revision. The device has the distal tip severely kink and stretch. Also the body of the wire has some bents on it. Dimensional inspection of the outer diameter (od) of distal tip, od of middle of the device and od of proximal section were performed and were within specifications; dimensional inspection of the overall length could not be performed due to the device condition.